Event description:
New information notes that the device was returned to sjm (B)(4) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). (B)(4).

Manufacturer narrative:
Analysis confirmed normal device characteristics.

Event description:
The patient reported that there was brown residue on the power cable and that the transmitter -runs hot-.